Manufacturer narrative:
The cause of this peritonitis was use error reported to be due to a break in aseptic technique by the patient. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A formal review of the label for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
A peritoneal dialysis (pd) patient experienced a breach in aseptic technique which resulted in peritonitis. The breach in aseptic technique was further described as the patient did not wash their hands. The patient was not hospitalized for the event. One day after onset, the patient began treatment for the peritonitis with injection vancomycin, 1 gram, intraperitoneally (ip), third day and injection amikacin, 250 mg, intravenously, once per day. The antibiotic treatment was ongoing for fourteen days. On an unreported date the patient was retrained in aseptic technique. Five days after onset, the patient was recovered from the event. At the time of this report, dianeal therapy was ongoing. No additional information is available.